Event description:
An unknown size talent bifurcated stent graft was implanted in a clinical trial patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The patient's iliac arteries were excessively tortuous and not calcified. Aneurysm size is unknown. It was reported that the physician required placement of a 24 mm diameter x 3.75 cm aneurx stent graft cuff in one of the iliac arteries. The cuff was inserted but would not advance beyond a severely angled location in the iliac artery. The physician felt the stent graft was positioned appropriately and deployed the stent graft. The runners and the nose cone got caught at the bend and the physician stated he was not able to retract the runners and nose cone from the patient. He did not want to aggressively pull the device to prevent damage to the patient's vessels. A 16 mm balloon was inserted adjacent to the delivery catheter and advanced to where the delivery system was caught. The balloon was inflated in an attempt to straighten the acute bend in the vessel unsuccessfully. The physician decided to cut the graft cover below the handle longitudinally and peeled off the graft cover. A 14 french sheath was advanced over the runners. The runners and nosecone were then pulled into the sheath and removed from the patient. No clinical sequelae were reported, and the patient is reported to be fine.